Manufacturer narrative:
(B)(4). Despite multiple attempts, no further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was unable to be interrogated. It is believed that the battery of the device is completely depleted as it has been implanted for over nine years. No intervention has been performed at this time and the device continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Further information is currently being requested from the field. This investigation will be updated should additional information be provided.